Event description:
Baxter received a report from a baxter technician to report the procedural stretcher frame siderail latches will intermittently not stay locked. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the siderail latches needed to be replaced. Per the hillrom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The siderail latches were ordered to be replaced to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed.